Event description:
It was reported that the marker band on the introducer sheath detached. Reportedly, the access site was pre-dilated with a 10f dilator, then while removing the sheath to dilate with an 11f dilator, it was identified that the marker had detached. The marker band was successfully removed through the patient's tissue in the neck using hemostats. Another vena cava filter removal system was used and the filter was retrieved successfully. There was no report of injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Despite attempts, the user facility has not returned the device for evaluation. The event investigation is currently underway. It should be noted that it was reported that the access site was dilated to 10f prior to insertion of the catheter. The instructions for use for this device states: "pre-dilate the accessed vessel with a 12f dilator".